Event description:
The customer stated the contour next ez did not store all of her blood glucose readings. No adverse event alleged. The customer was asked to return the meter for investigation. A replacement meter was sent to her.